Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the portion of this right ventricular (rv) lead was stretched. Furthermore, all impedance measurements were normal and no noise and pacing inhibition was noted. Additional information obtained from the field which indicated that there was visual confirmation of pin separation. No further action was planned. To date, the lead remains in service. No adverse patient effects were reported.